Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('pelvic pain during menstruation') in an adult female patient who had essure (batch no. 948605) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), uterine enlargement ("large and globular uterus / uterus doubled in size + globular"), alopecia ("hair loss"), hand dermatitis ("eczema on the hands"), pulmonary embolism ("two pulmonary emboli in less than a year"), cerebral thrombosis ("cerebral thrombosis"), insomnia ("insomnia") and nervousness ("nervousness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral hysterectomy and salpingectomy scheduled for (B)(6) 2021). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, metrorrhagia, uterine enlargement, weight increased, alopecia, hand dermatitis, pulmonary embolism, cerebral thrombosis, insomnia and nervousness outcome was unknown. The reporter considered alopecia, cerebral thrombosis, dysmenorrhoea, hand dermatitis, insomnia, metrorrhagia, nervousness, pulmonary embolism, uterine enlargement and weight increased to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 01-feb-2021. The most recent information was received on 05-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('pelvic pain during menstruation') in an adult female patient who had essure (batch no. 948605) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), uterine enlargement ("large and globular uterus / uterus doubled in size + globular"), alopecia ("hair loss"), hand dermatitis ("eczema on the hands"), pulmonary embolism ("two pulmonary emboli in less than a year"), cerebral thrombosis ("cerebral thrombosis"), insomnia ("insomnia") and nervousness ("nervousness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral hysterectomy and salpingectomy scheduled for (B)(6)2021). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, metrorrhagia, uterine enlargement, weight increased, alopecia, hand dermatitis, pulmonary embolism, cerebral thrombosis, insomnia and nervousness outcome was unknown. The reporter considered alopecia, cerebral thrombosis, dysmenorrhoea, hand dermatitis, insomnia, metrorrhagia, nervousness, pulmonary embolism, uterine enlargement and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.